Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department at that time. Because we are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause. The investigation results were sent to our importer, and this MFR report is related to importer report# 3008789114-2016-00012.

Event description:
Our importer, (B)(4) received a call on (B)(6) 2015 reporting what could be a possible medical intervention that occurred around 4 days prior to (B)(6) 2015. Patient called in stating that she was consistently getting "hi" readings with the prodigy meter. Patient stated she was feeling sick and dizzy which prompted her to go to the hospital. Patient stated that when she arrived at the hospital she still had a high reading of 500mg/dl. (B)(4) reviewed the call and no additional information could be captured other than that which was already given by patient. (B)(4) attempted to contact patient by phone but patient's number was no longer in service. No suspect device could be retrieved. (B)(4) sent request to manufacturer for internal record review for suspect device.